Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a robotic sigmoid colectomy the device fired but the anvil got stuck inside the anastomosis. Using an extra 360 degree turn the device was removed. Endoscopy removed the anvil via the rectum to complete the case with no patient consequences.